Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 was failed to detect on bus and it was unable to recover. The field service engineer (fse) had resolved the issue by reseating the connections on the control boards for drawer 3 and verified functionality. The system functioned as intended after the field service engineer troubleshoot the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es refrigerator was not detected on bus. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.